Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, (B)(6) 2005. (B)(4).

Event description:
It was reported the right atrial (ra) lead was fractured. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.